Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) received three pictures. Per visual inspection, it can be seen the cannula is broken from the middle, however this cut was performed in mczh (czech manufacturing site) site and is not part of the complaint. Per picture below, it can be seen inside a circle an internal dent between two fenestrated holes, however the cannula did not break. Test 1: during fenestration operation, the unique interface with the operator is the placing of cannulas in the nest which is poka-yoke for the cannula diameter, the automatized equipment fe-4-3-006 is which performs the fenestration. In the fenestration operation, drill bit was replaced by a worn drill bit in order to observe if the cannula broke. Test one : the cannula did not break. It can be observed how the worn drill bit did flash around the holes circumference. Test 2: it was used a larger drill bit in order to observe if the cannula brokes. Results: the cannula did not break, it can be observed how the incorrectly measured worn drill bit did flash around the holes circumference and slightly deformed cannula. Test 3: the cannulas from test 1 and test 2 were bended horizontally and vertically in order to detect if a combination of an inadequate handling and a worn drill bit could cause a damage to the cannula. Results: the cannula did not broke. The customer reported: inner cannula broken. Per physical sample received, it is most likely that the unit was damage once it left shm since manufacturing performs a 100% inspection of the device for damage in different parts of the process and quality performs an inspection on a representative sample of each lot.

Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu) has inner cannula broken. No patient adverse events reported.